Event description:
The customer used the device to check their blood glucose and obtained a result of 109 mg/dl. They felt hypoglycemic and didn't do anything based upon the reading. Pt was driving their car and was pulled over for driving erratic. Emergency medical tech arrived and a medic checked pt's glucose and the level was 56 mg/dl. The customer's device read 97 mg/dl. Pt was treated with oral glucose and an IV. Pt was transported to the hosp and stayed for about four hours. Controls were not used on the system. The device was replaced and requested to be returned for eval.